Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+). Information in this case is very sparse, pending all treatment details and event specifics. Additionally, confirmed diagnosis of the reported possible occlusion has not been provided and was also described as or issue. Symptoms of an occlusion such as bruising or pain can occur during an occlusion; however, they do not always indicate an occlusion occurred, and may also arise from benign causes. Nevertheless, an occlusion can occur after the treatment with radiesse (+) and causality is therefore assessed as possibly related to the treatment with radiesse (+), as the event vascular occlusion occurring and a contributory role of the treatment with radiesse (+) cannot be ruled out with certainty. Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Case amendment performed on (B)(6) 2026: case amendment created due to an internal database error that occurred during submission. Causality for the previously reported event remains unchanged as possibly related to the treatment with radiesse (+). Based on the information provided, this case remains assessed as reportable to the FDA as the event vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this spontaneous report was received from a us physician and concerns a male patient. He was injected with radiesse (+) on an unknown date, for an unknown indication. The lot number for radiesse (+) was not reported. After the radiesse (+) injection, the patient experienced a possible occlusion or issue. It was within a weeks time (as reported). The outcome of the event was unknown. Case amendment performed on (B)(6) 2026: case amendment created due to an internal database error during submission.